Event description:
Patient's wife reports that the pump may have stopped working today briefly. This is the first day they are using it. She states patient was changing his clothes and then roughly 30 minutes later he was complaining of having symptoms again. She got a message that they needed to insert a syringe into the pump. When she went to look at it, the syringe was still there and she cleared the alert and it started working again. Unknown if defective rx is available for return, unknown if md is aware, no further info reported. Diagnosis for use: parkinson's disease.